Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unable to perform displacement test and p-cap does not lock properly into the reservoir compartment due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Cosmetic damage was confirmed at retainer ring. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had physical damage related to the retainer ring. Troubleshooting was not performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the device will be returned for failure analysis.